Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during a therapeutic hysterectomy procedure, the loop wire at the distal end of the hf resection electrode broke off and fell inside the patient¿s uterus. No further information was provided, but there was no report about an adverse event or patient injury.

Manufacturer narrative:
The suspect medical device was returned to the manufacturer for evaluation/investigation. The evaluation/investigation confirmed that the hf resection electrode is damaged. The loop wire at the distal end is broken off completely. Furthermore, the hf resection electrode is deformed and the distal end of the fork tubes shows signs of heavy use. The cause of this damage and the breakage of the loop wire is mechanical overload by the application of excessive force in combination with wear and tear. Therefore, this event/incident was attributed to use error. In addition, a material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the hf resection electrode without showing any abnormalities. The case will be closed from olympus side with no further actions. However, the reported event/incident will be recorded for trending and surveillance purposes. In addition, the user will be informed about the investigation results and retrained to correctly use the olympus medical devices.